Event description:
Reported blood glucose results of 150 mg/dl and 190 mg/dl with a lifescan meter, performed within 10 minutes of each other. A walk through blood glucose test was performed; the past obtained 200 and 203 mg/dl on the reported meter.